Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has 5 infusion sets that keep getting a no delivery alarm while priming. Customer stated that she saved the sets but cannot find them. Customer stated that she had already changed the sets and had pushed insulin through with the plunger. Customer stated that she was able to prime successfully. Customer's blood glucose level was 240 mg/dl. Customer stated that she has a back-up plan and has not treated. Customer stated that the alarm occurred during manual prime. Customer stated that the alarm is recurring and the issue has been resolved. The customer did a set change and primed during the call. Customer stated that the alarm was resolved by a complete set change. Customer was unable to troubleshoot at the time of the call.